Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening crack, wear abrasion and crease flat. Leak test and microscopic analysis was performed which identified: valve crack. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Event description:
Device has been explanted.